Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain in his back. It was noted the patient's ipg is located on the left side near the flank area and the patient's pain is to the right of the ipg in the middle of his back. Programming did not resolve the issue. Follow-up pending.